Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000210, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A0508 was coded the the system noise. A150204 was coded for the door not closing. H3: h6: the system was serviced in the field and a small adjustment was made to the dingus setting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that before the case, the site opened the image acquisition system (ias) and heard a popping sound. The door would not close. There was no patient involvement.